Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and an arrow raulerson syringe (ars) for evaluation. The guide wire assembly was fully assembled and neither component showed evidence of use. Visual examination of the guide wire was performed and no kinks, bends or anomalies were observed in the guide wire. No damage or anomalies were observed on the ars. Microscopic examination of the components did not reveal any damage to either components. Both guide wire welds were full and spherical. The dimensions of the returned guide wire do not match the dimension of the guide wire supplied in the reported kit cs-25703-e; therefore , it appears either the customer reported an incorrect material#/lot# or the incorrect sample was sent to teleflex. The guide wire was advanced through the returned ars to functionally test the guide wire. The guide wire passed through the ars with minimal resistance. A manual tug test confirmed that both the distal and proximal welds are intact. Other remarks: a device history record (DHR) review was performed on the reported guide wire and ars and no relevant issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire could not be confirmed through examination of the returned complaint sample. The guide wire that was returned was undamaged and did not dimensionally match the guide wire in the reported kit. Therefore, it appears the customer either reported an incorrect material#/lot# or the incorrect sample was sent to teleflex. Based on these discrepancies a probable cause for the reported issue could not be determined.

Event description:
The customer alleges that the guide wire was curved and could not be inserted. The device was not used. The procedure was completed with a new set.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was curved and could not be inserted. The device was not used. The procedure was completed with a new set.